Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Baxter is in the process of retrieving the device. Should any additional information become available, a follow-up report will be submitted.

Event description:
This is a report from a customer from (B)(6) of a patient death. The customer initially contacted baxter's technical service center regarding peritoneal dialysis (pd) therapy assistance, which occurred on the homechoice (hc) during use in dwell 6 of 6. The baxter technical service representative (tsr) helped the caregiver (cg) end the therapy and remove the cassette from the hc. The cg reported that the patient had passed away. At the time of the initial report, there was no further information provided. On (B)(6) 2011, follow information was received by baxter (B)(4) from the patient's wife. The wife reported that the patient, her husband, had a heart attack and died shortly after. The wife stated that her husband's death had nothing to due with his pd therapy. The wife declined to provide any further information. There was no allegation against a baxter product or the patient's pd therapy.

Manufacturer narrative:
(B)(4). The reported condition is a patient symptom (e.g. Patient death). This reported condition is unconfirmed. The assignable cause of the reported condition is undetermined. The device was not received for evaluation. A review of the previous service events for homechoice s/n (B)(4) shows the device passed returned instrument test evaluation(rite) functional and electrical tests upon release from the tampa bay facility. No issues were identified that may have contributed to the reported condition.